Event description:
A sprinter legend rx ptca balloon catheter, length 15mm, diameter 2.0mm, was used to treat a lesion in a patient's proximal lad. It is reported that the balloon burst on the first inflation. The vessel was calcified and the lesion was 80% stenosed. Another brand pre-dilatation balloon was used to treat the lesion prior to the use of the sprinter legend. The sprinter legend device was prepped and inspected prior to use with no abnormalities noted. It is reported that the balloon was inflated for 30 seconds at 12 atm prior to bursting and losing pressure rapidly. Patient was stable post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. Blood and crystalized residue in the inflation lumen were dispersed by a water bath. Negative purge confirmed the presence of a leak. A short radial tear was located at the distal end of the distal marker band on the outside of the balloon fold.

Manufacturer narrative:
(B)(4): evaluation results/conclusions: (80% stenosis, calcified vessel).